Event description:
It was reported that patient experienced headaches following trial procedure, patient had csf leak. As a result, a blood patch was performed to address the issue. Patient is doing well post op. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Additional components potentially involved in the event include: common device name: drg slim tip trial lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 10330575. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.